Manufacturer narrative:
Device was received with a full segment display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm and missing segment due to full segment display. Motor passed motor test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level 182 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer change the battery and got failed battery test. The insulin pump will be returned for analysis.